Event description:
Allergic reaction when using arterial catheter. The reaction was observed 1-2 minutes after the device was used on pt. Reaction includes blushing, pressure on the chest, high pulse, tachycardia. The reaction occurred for 2-3 minutes. Pt did not require intervention. No treatment was administered after oneset of the reaction.